Manufacturer narrative:
The report was created to capture the complications that occurred post procedure. The information was received from the article: moon et al. Treatment of ophthalmic segment carotid aneurysms using the pipeline embolization device: clinical and angiographic follow-up. Neurological research 2014;36(4). The lot history record review was not possible as the lot number was not reported. The device will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from the article: moon et al. Treatment of ophthalmic segment carotid aneurysms using the pipeline embolization device: clinical and angiographic follow-up. Neurological research 2014;36(4). Medtronic (covidien) received information regarding a manufactured product and adverse events through literature review. 30 patients (mean age 56, all female) with aneurysms located in the ophthalmic segment of the ica (internal carotid artery) underwent pipeline embolization treatment; however, sufficient follow-up was only available for 29 of the patients. The pipelines were successfully implanted in all patients. Post procedure, the following complications occurred. Four patients had mild non-flow-limiting in-stent stenosis. One patient with retroperitoneal hematoma was found to have transient thrombocytopenia following pipeline placement, requiring platelet transfusion and discontinuation of aspirin and clopidogrel while inpatient. The thrombocytopenia resolved and the patient was restarted on anti-platelet therapy shortly after discharge. At two months, the patient was noted to have easy bruising and was unable to tolerate clopidogrel. The article concludes that the analysis of the experience with the pipelines, periophthalmic ica aneurysms can be treated safely and effectively with the pipeline with or without adjunctive coil embolization.